Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that the eight months and twenty-one days post port placement, the port system allegedly could not be infused and therefore a computed tomography examination as well as chemotherapy could not be performed. It was further reported that the port system was removed. Reportedly, occlusion of the port body or catheter lumen was suspected because x-ray examination revealed no catheter kinking. There was no reported patient injury.

Event description:
It was reported that sometimes post port placement, the port system allegedly could not be infused and therefore a computed tomography examination as well as chemotherapy could not be performed. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port, one cath-lock and one groshong catheter was received for evaluation. Visual, gross visual, microscopic, tactile evaluation and functional tests were performed. The investigation is inconclusive for the reported failure to infuse issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11: b3, b5, h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.